Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported blood glucose level was 233 (mg/dl). A manual injection was delivered. Reportedly the customer will use manual injections as alternate insulin therapy until the replacement pump is received.